Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The (B)(6), reported via the sales rep, t. P., that part of the reamer handle broke off during use and hit the surgeon in the face. The theatre sister reported that this caused some bleeding. Unk raqa have requested further details from the sales rep and to confirm whether the surgeon was required to undergo any additional treatment.

Event description:
The theatre sister, (B)(6), reported via the sales rep, (B)(4), that part of the reamer handle broke off during use and hit the surgeon in the face. The theatre sister reported that this caused some bleeding. (B)(4) have requested further details from the sales rep and to confirm whether the surgeon was required to undergo any additional treatment.

Manufacturer narrative:
An event regarding breakage involving a acetabular reamer handle was reported. The event was confirmed. Visual evaluation concluded that the returned acetabular reamer handle was in used condition and fractured at the fitting end of the handle. No medical records were received for evaluation. Device history review indicated that all devices were manufactured and accepted into stock without any reported discrepancies. Complaint history review indicated that there have been similar reported events for the same lot number. The investigation concluded that the breakage was caused by user misuse. The supplier evaluation confirmed the reported event and identified the breakage. On the part, there was evidence of driver impact. The part was returned damaged and the damage could not have occurred during normal use of the device. Therefore, it was concluded that the device was misused.